Manufacturer narrative:
A field engineer was dispatched to investigate. The complaint was confirmed. The engineer replaced the psu module and performed functional verification tests. The unit was returned to customer in working conditions. No patient involvement.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Device has been requested for further evaluation. However, it is unknown at this time if the customer will allow the release of the device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the ups of the s5 system came on when the facility experienced a brown out and would not turn off during a procedure. The user then noticed a smell and smoke coming from the device. The device was replaced and the procedure was completed without further issues. The device has been quarantined. There was no report of patient injury.